Event description:
Procedure performed: gyn surgery. Event description: complaint created based on medwatch received by email. Report number: (B)(4). Hospital [name] event date: jul2024 model #: cb030 lot #: 1520380. The scissors were sticking together so they were not cutting properly. The surgery was a gyn surgery. It was a device malfunction - that is, the device did not do what it was supposed to do. Additional information obtained from account manager on 12nov2024 via email the patient surgery was successful and there was no injury. The scissors were used for the case but were not cutting like they usually do. Another set of scissors was no opened and the surgeon was able to get through the case. They cannot be sent back because since they were used, they went into a sharps container, but the surgeon requested that they be reported as not working. Intervention: ni patient status: no injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # (B)(4). This report represents the combined initial and follow-up report.